Manufacturer narrative:
An event of device deformation or mis-sizing of the device was reported. As there was no distinction between the devices, it could not be determined if the device had been mis-sized or had deformed upon deployment. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder (aso), another 20mm aso (lot number: 6972404) and two 19mm asos (lot numbers: 6174724 and 5969576) were attempted for implant. Two of the devices were mis-sized and the other two deployed deformed in a "cobra" formation. There is no distinction between which devices were mis-sized and deformed. A 22mm aso (lot number: 6889460) was successfully implanted and the procedure was completed with no patient consequences reported.